Manufacturer narrative:
On (B)(6) 2016 a medtronic field service engineer went to the site and found that the o-arm mvs (mobile viewing station) line power indicator was not lit and the ias (image acquisition system) was not charging. He tested incoming line power 20a fuses, and discovered they were open. Replaced fuses. Symptoms resolved. Performed system checkout. Unit operates as expected.

Event description:
A site biomed representative called to report that the o-arm fuses have blown and need to be replaced. This issue occurred outside of surgical use. No patient present.